Manufacturer narrative:
227591 evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient harm.

Event description:
The customer reported that during a cardene infusion the device alarmed for "channel error" and stopped infusing. The pump module was replaced and the infusion restarted. There was no report of patient harm. The facility¿s biomed identified a ¿defective¿ pressure sensor and replace it.